Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin issues at the abutment site. Subsequently, on (B)(6) 2019 the patient underwent a skin revision under a general anaesthetic during an abutment change.